Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported over-delivery of insulin and experiencing low blood glucose. The customer was hospitalized. Troubleshooting was not performed. No further complication requiring medical intervention was reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 11-jan-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 11-jan-2023 listed on smartsolve. Dailytotalcollectionstarttime: 01/11/2023 00:00:00.000, dailytotalofallinsulindelivered: 302000 (30.2 u), dailytotalofbasalinsulindelivered: 71500 (7.15 u), dailytotalofbolusinsulindelivered: 230500 (23.05 u). 01/11/2023 08:24:15.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 30000 (3 u), bolusamountdelivered: 30000 (3 u). 01/11/2023 10:27:25.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 01/11/2023 10:32:42.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus, normalbolusamountprogrammed: 3000 (0.3 u), bolusamountdelivered: 3000 (0.3 u). 01/11/2023 10:37:27.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2500 (0.25 u), bolusamountdelivered: 2500 (0.25 u). 01/11/2023 10:42:27.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2500 (0.25 u), bolusamountdelivered: 2500 (0.25 u). 01/11/2023 10:47:36.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2500 (0.25 u), bolusamountdelivered: 2500 (0.25 u). 01/11/2023 10:52:25.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 01/11/2023 10:57:27.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2500 (0.25 u), bolusamountdelivered: 2500 (0.25 u). 01/11/2023 11:07:29.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 3000 (0.3 u), bolusamountdelivered: 3000 (0.3 u). 01/11/2023 11:22:33.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 4000 (0.4 u), bolusamountdelivered: 4000 (0.4 u). 01/11/2023 12:37:25.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 01/11/2023 13:32:09.000 normalbolusdelivered (220, bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 81000 (8.1 u), bolusamountdelivered: 81000 (8.1 u). 01/11/2023 18:31:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 59000 (5.9 u), bolusamountdelivered: 59000 (5.9 u). 01/11/2023 20:47:33.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 3500 (0.35 u), bolusamountdelivered: 3500 (0.35 u). 01/11/2023 21:12:29.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 3000 (0.3 u), bolusamountdelivered: 3000 (0.3 u). 01/11/2023 21:17:27.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 01/11/2023 21:21:35.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 26000 (2.6 u), bolusamountdelivered: 26000 (2.6 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 11-jan-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 01/06/2023 10:41:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 01/06/2023 10:57:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 01/06/2023 00:10:32.000, 01/06/2023 02:15:33.000, 01/06/2023 02:50:33.000, 01/06/2023 03:00:00.000, 01/06/2023 03:20:34.000, 01/06/2023 03:30:00.000, 01/06/2023 05:10:32.000, 01/06/2023 05:20:00.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: 01/06/2023 09:50:34.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: 01/06/2023 23:44:52.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Per r&d engineer mark freger: analyzing insulin delivery for event day: jan 11, 2023 and input day jan 12, 2023 during these days pump was in closed loop. As per complaint, brian¿s wife awoke to his pump alarming early in the morning, I found the following early morning alarms only on jan 12th: 01/12/2023 00:32:19.000 alarmalertnotification (40) systemtime = 01/12/2023 00:32:19.000. Faultnumber: lowsgpredictiveannunciatealert (805) since predicted sg was 72 mg/dl 01/12/2023 00:31:57.000 sensorglucosereadingsextended (214), timebetweensgreading: 5, totalnumberofsgreading: 1, predictedsgvalue: 72. 01/12/2023 00:57:19.000 alarmalertnotification (40), systemtime = 01/12/2023 00:57:19.000, faultnumber: lowsgpredictiveannunciatealert (805). 01/12/2023 00:56:57.000 sensorglucosereadingsextended (214), systemtime = 01/12/2023 00:56:57.000, timebetweensgreading: 5, totalnumberofsgreading: 1, predictedsgvalue: 66 since predicted sg was 72 mg/dl. 01/12/2023 01:07:00.000 alarmalertnotification (40), systemtime = 01/12/2023 01:07:00.000, faultnumber: lowsgpredictiveannunciatealert (805), linenumber: 1468, filenumber: 26. Notificationtype: siren (3) this alarm was escalated to a siren. All manual boluses were programmed and delivered successfully. Prior to the alarm the bolus was programmed by keypresses: 01/11/2023 21:21:35.000 normalbolusdelivered (220), systemtime = 01/11/2023 21:21:35.000, bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8), normalbolusamountprogrammed: 26000 (2.6 u), bolusamountdelivered: 26000 (2.6 u), activeinsulinatprogramingtime: 12000 (1.2 u). Conclusion: pump delivered insulin and generated the alarms as expected (please see r&d analysis attached). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The initial report was submitted in error. Hence, 1. Updated hypoglycemia treatment code from t009 to t008. 2. Added harm code 1905 with t006 3. Added in harm code 2418 4. Updated the description code to remove hospitalization. The customer had ems treatment only. 5. Changed the return status to yes also, updated the narrative with this report. Information received by medtronic indicated that the customer experiencing high blood glucose and loss of consciousness. The blood glucose value was 1.8 mmol/l the customer will discontinue the use of the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.